Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: explanted: product type catheter. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The catheter was replaced/repositioned a second time (see manufacturer¿s report # 3007566237-2013-03917 for first time). They put it in at t3. Changing the catheter¿s position didn¿t work. The device system was used to deliver dilaudid. For subsequent events, see manufacturer¿s report #3004209178-2013-21819.